Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. The patient stated that he was driving, went into a low and had a car accident. Patient reported that he never heard the receiver go off for the low. The paramedics were called and the patient's blood glucose was tested. Patient's bg was at 34mg/dl. The patient was taken to a hospital for treatment, was given glucagon and was released later that day. The patient did not know who called the emergency medical technicians (emts) or who assisted him. No further event or patient information was provided. The complaint device was provided for investigation. The receiver was determined to be in good condition based on external visual inspection. The receiver log review did not contain any data on the issue date. Global receiver functional testing resulted in audio failure. The reported complaint of intermittent audio output was confirmed. The root cause was determined to be an assembly error.